Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable) and experiencing abnormal shutdowns.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204/abnormal shutdowns) has been confirmed. Upon investigation the monitor was resetting due to heavy contamination on the belt receptacle causing an intermittent connection with the electrode belt. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.